Event description:
It was reported that the lead had dislodged. The lead was explanted and replaced. The patients condition was noted to be good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.